Manufacturer narrative:
(B)(4). Reporter's full name, and email address were not provided. (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the seal of the lid device was damaged. It was noted that the housing was worn out, the seal was damaged, and the rotary knob was worn out. It was further determined that the device failed pretest for check for leakage. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery connection was too weak on the battery handpiece device when used with the lid device. It was reported that the event occurred during use on a patient. It was not reported if there were any delays to the surgical procedure. A spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.